Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. It was indicated that the customer was able to resume insulin delivery. Due to the pump reset, the customer did not take into consideration the amount of insulin already on board, and the customer delivered a bolus. As a result, the customer's blood glucose (bg) level lowered to 30 mg/dl. The customer drank juice to raise bg level.